Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information from the customer reported the failures were detected during reprocessing. The device could not be reprocessed according to the IFU due to a broken forceps elevator wire.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problems, evaluation found the complaint was confirmed and the forceps elevator wire was completely cut off and the connecting tube had wrinkles. In addition, evaluation found the nozzle had a discolored area, the raising angle did meet standard value due to the cut on the elevator wire, the adhesive on the bending section cover was detached, the bending section cover was discolored, the scope cover was discolored, the forceps channel port was shaved, switch #1 was cut, the color ring was cracked, the grip was deformed, angulation was reduced, the knobs had play and multiple parts of the scope had scratches. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the connecting tube of the evis exera duodenovideoscope had wrinkles and angulation was reduced. When the scope was checked, the forceps elevator wire was broken. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material. The report is being submitted due to the foreign material on the scope found during evaluation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Although customer follows correct reprocessing procedure usually as per omsi training/ IFU, however device could not be reprocessed (including brushing) and stopped midway due to k-wire broken. Therefore the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause is unable to be determined. The event can be prevented by following the instructions for use which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.